Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an intermittent error message, unable to connect (0x1002), on the camera cart. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, product ID: 9735762, software version: 2.1.0 h3, h6: the system was serviced in the field and it was found a software failure occurred. B01, c10, and d18 are applicable. Software data was received by the manufacturer for analysis. Logs showed there was 1 session on the date of issue thousands of algorithm limitation error and infrared interference error were observed, but did not capture any abnormality related to the reported behavior. There is insufficient information to determine root cause of reported behavior. B01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.